Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b) was received in good visual condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the devices. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar's were leaking throughout the case whether there was an instrument present or not. The pressure did drop but not enough to affect the visibility for the surgeon. The devices were used to complete the case. There was no patient consequence.